Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's was going to get an MRI, however they had slightly high impedance. They were noted to be slightly out of range. The patient's unipolar impedance was >2,000 ohms, and there were bipolar pairs >4,000 ohms. It was stated that the patient's therapy was fine and there were no system issues. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient is receiving positive therapeutic effect so no further action will be taken.